Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during device evaluation: air/water supply with white residue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely a defective printed circuit board led to the image issue. It is also likely the use of products that contain silicone led to the white residue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope did not produce an image. It is unknown when the issue was found, and no procedural information has been provided at this time. There were no reports of delays or patient harm.